Manufacturer narrative:
(B)(4) reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional concomitant medical products: item # 51-108080, tprlc 133 mp t1 pps so 8x101mm, lot # unk; item # 650-1057, cer bioloxd option hd 36mm, lot # unk; item # unk, unknown g7 e1 neutral liner, lot # unk; item # 650-1066, cer opt type 1 tpr sleve 0mm, lot # unk

Event description:
It was reported that approximately 2 and 3 years post implantation, the patient received 2 iliopsoas injections, respectively. Attempts have been made and no further information has been provided.